Event description:
A cgm error 42 was reported by the caller, with the problem occurring multiple times on the current pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump, confirming that it was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup method for insulin delivery. Instructions were provided on how to prepare the pump for return, and the customer acknowledged understanding all steps, including returning the faulty pump within ten days using a prepaid label.